Event description:
Dr.(B)(6), I was in to see you on (B)(6) 2019 for a breast augmentation, (explant/implant/mastopexy) and expressed to you my concern with breast implant illness and bia-alcl. You informed me there had mention of both on the news lately and could my feeling be in my mind, and I said yes it is possible but also I could not deny the way I was feeling. I left your office feeling as if you were not concerned with my health but with the sale of your sale/procedure. I was also in your office in 2016 as my 10-year anniversary was approaching and I wanted to be proactive. Again, I left your office feeling as if you were more concerned with the sale of your sale/procedure. In or around 2011-2012 I paid a visit to your office, I was concerned with my breast as they were hard as rocks and extremely painful. You mentioned to me, as I remembered it contracture. You then recommended an in-office procedure where you can manipulate the breast tissue to break up the capsule, and I agreed. I went home that evening in excruciating pain but thought to myself, this was recommended by a professional surgeon one whom I've trusted not only to perform my first augmentation in 2004 but again in 2008 and yet again for additional surgeries. I was in your office (B)(6) 2008 for my second surgery, explant implant. This time the implants were allergan style 20-800 lt serial number (B)(6). Shame on me I did not save my implant cards where I could find them but I kept my breast implant follow up study survey card with my registration code. I contacted bifs(breast implant follow up study), who provided me with the serial numbers and few emails back and forth later I found out on (B)(6) 2019 that had I been within 10 years of my 2008 surgery I would have been eligible for financial assistance and replacements, pending confirmation of capsular contracture and rupture. I was 10 months outside of this date, but I was in to see you not only in 2011-2012 but also in 2016 and never was there ever any mention of replacements or financial assistance or the possibility of. I was quoted full price in 2016 and again in (B)(6) 2019. I then learned bifs(breast implant follow up study) study was a part of a safety study and reporting my issues never to bifs(breast implant follow up study) never resulted in anything other than me being a test rabbit for allergan. No one ever contacted me about the symptoms I experienced and reported or other issues I needed to be concerned with. I am also finding out anyone who was a recipient of the allergan silicone implants or anyone who is reporting bii are referred to as "kooks", I can relate to this as I have been told many of time it's all in my head. In january 2011, the FDA warned both silicone and saline breast implants might be linked to a form of breast cancer, bia-alcl. More so in textured implants than smooth. Smooth cannot be completely ruled out, as most would like to, no one ever imagined the textured ones would create such an issue. I have had regular mammograms despite the FDA advising against it. I have had two breast ultrasounds one (B)(6) 2018 with no findings and 1 on (B)(6) 2019 that demonstrates questionable fluid collection with septation seen involving the implant. I am not waiting for my MRI appointment scheduled (B)(6) 2019. Health history approximately 2010 to present: fatigue brain fog memory loss muscle pain burning muscles weak muscles joint pain hair loss dry skin melasma premature aging skin rash weight problems inflammation poor sleep insomnia dry eyes decline in vision hormone imbalance hormone diminishing early menopause throat clearing cough difficulty swallowing choking reflux metallic tastes vertigo dizziness constipation fevers night sweats intolerant to heat intolerant to cold yeast infections uti infections sinus ear ringing headaches migraines ocular migraines blurred vision one eye slow muscle recovery after activity heart palpitation. Ultrasound lt breast lump/pain (B)(6) 2017; ultrasound 3mm fibrocysistic change (B)(6) 2022; ige high allergy 112 (B)(6) 2022; crp high sensitivity (B)(6) 2022; erythrocyte sedimentation rate (B)(6) 2023; microsomal tpo antibody high (B)(6) 2023; high mcv (B)(6) 2023 low mchc (B)(6) 2023 high microsomal tpo antibody >1300.00; (B)(6) 2023 high thyroglobulin antibodies 5.3. Capsular contracture 2008 breast pain and burning 2017 to present. Suicidal 2019/2020 committed to institute. Melasma hair loss cronic cough and mucus; severe allergies hospitalized august 2017 must carry around an epi pen now. Reference report: mw5118895, mw5118897, mw5118898.